Manufacturer narrative:
Investigation summary: it was reported by the sales representative that the syringes stopped flushing unable to draw back or flush. To aid in the investigation, four samples with no packaging flow wrap and one photo were received for evaluation by our quality team. A visual inspection was performed on the samples received and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. The photo provided shows a syringe with the plunger rod-rubber stopper at around 4ml of the graduation. It could be possible that the customer is getting some products that are towards the high specification limit for plunger movement and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306547, lot number 1053528. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer of plunger movement difficult is confirmed.

Event description:
It was reported that an unspecified number of syr 10ml pump compatible saline 10ml fil had difficult plunger movement during use. The following was reported by the initial reporter: "syringes stop flushing. Not able to draw back or flush."